Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.9; date: (B)(6) 2013, lab: 6.6. Therapeutic range: 2-3. Pt self tester went to the emergency room today due to "bruising everywhere" and chest pain; was told to stop warfarin dose for the next two days (no vitamin k given).